Manufacturer narrative:
Additional h6: f2203. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV and rupture. Device has been explanted.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV and rupture. Device has been explanted, replaced, and discarded.